Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch/lot: 7071514.

Event description:
It was reported that the patients ipg site was infected due to poor healing. The physician did not believe that infection was due to recent procedure. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were kept by the facility.